Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm and pump error 35 alarm noted. Problem isolated to force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The blood glucose level was 140 mg/dl. The customer reported that they are not able to rewind the insulin pump. The troubleshooting was performed. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.